Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2005: underwent urethrolysis and repair of paravaginal defect cystocele with mesh under general anesthesia